Event description:
Call transferred from psr. Pt reports that her cadd legacy pump sn (B)(4) is "not working" she further states that when she switches the battery on that pump, it goes through its normal settings" and right afterwards it beeps constantly. She also states that the beeping is not loud and clear and instead is very "dim." New pump scheduled for delivery on 09/18/2018. No other info available. Dose or amount: 2.5mg, frequency: continuously, route: IV. Dates of use: from (B)(6) 2018 to current. Diagnosis or reason for use: i27.0.